Manufacturer narrative:
Correction: after further evaluation, this file has been deemed to be a non-reportable event. The initial report on the liberty cycler was sent in error. The reported patient event of feeling uncomfortable and felt like he could not breathe does not constitute a reportable event as there was no medical intervention provided and there was no evidence of patient increased intraperitoneal volume (iipv).

Manufacturer narrative:
Plant investigation: the device was returned to the manufacturer for evaluation. A visual inspection of the returned cycler device exterior showed that the heater tray scale was touching the cycler cabinet but was able to be adjusted and no longer was touching the cover. The heater tray had green discoloration on the entire surface. A visual inspection of the interior showed no dried fluid within the cassette compartment but there was dried fluid within the recess of the bottom cover adjacent to the pump. The mushroom head checks passed. There were no burrs or sharps in the cassette area that may have puncture a cassette membrane. The cause of the dried fluid could not be determined. The device was subjected to simulated use testing and all results passed without failures. An investigation of the device manufacturing records was conducted by the manufacturer. There were no issues found during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. An evaluation of the returned device did not identify any clinical symptoms. The reported problem did not include any specific alarms or messages and the returned cycler performed as designed during testing.

Event description:
A peritoneal dialysis (pd) patient reportedly felt uncomfortable and felt like he could not breathe during pd treatment. The patient stated that he felt full during cycle 3 dwell and decided to bypass to drain and drained 3755 milliliters (ml). Follow-up information with the pd nurse revealed that the patient was fluid overloaded due to draining problems. The patient had completed a manual exchange and felt better after the fluid removal. The pd nurse stated that the patient has been right at his target dry weight. The are no known pd catheter issues. The patient received a replacement cycler and continues pd therapy.